Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for 0202620033 was reviewed and the product was produced according to product specifications. All information reasonably known as of 12 dec 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 142 ml, flow rate: 10 ml, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. Halyard received a single report that referenced 14 different incidences, which were associated with separate devices, involving three patients, however, it is unknown how many devices were used on each patient. This is the fifth of fourteen reports. Refer to 2026095-2017-00204 for the first report. Refer to 2026095-2017-00205 for the second report. Refer to 2026095-2017-00206 for the third report. Refer to 2026095-2017-00207 for the fourth report. Refer to 2026095-2017-00209 for the sixth report. Refer to 2026095-2017-00210 for the seventh report. Refer to 2026095-2017-00211 for the eighth report. Refer to 2026095-2017-00212 for the ninth report. Refer to 2026095-2017-00213 for the tenth report. Refer to 2026095-2017-00214 for the eleventh report. Refer to 2026095-2017-00215 for the twelfth report. Refer to 2026095-2017-00216 for the thirteenth report. Refer to 2026095-2017-00217 for the fourteenth report. It was reported that there was an incident of fast flow involving a device filled with fortum 2g + naci. There was no reported serious injury. The infusion was done by peripheral IV placement performed by a nurse. The pump was filled at the patient's home. The pump was kept outside the patient's clothing. The pump was supposed to provide 12 hours of treatment but emptied faster than planned. Per additional information received on 11 dec 2017, the date of the incident is unknown, however, the reported incidents occurred over a 5 month period, beginning (B)(6) 2017. The pump was intended to last for 12 hours, but instead finished 3 hours earlier than expected. No further information has been provided at this time.